Event description:
It was reported to philips that intermittent fluoroscopy failure occurred due to sibbox issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the sibbox unit and updated the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).